Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports that the series split in several parts and all images were unable to be viewed in the same series. There was no reported pt injury associated with this event.